Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the humidifier was in use on a patient. The root cause was determined to be a defective floater in the humidifier water chamber. The issue was resolved by replacing the breathing circuit set and water chamber. There was no patient or user harm.

Event description:
Give an elaborate description of the incident: (customer description)I was called to the room, where my colleagues are doing a tracheostomy. The humidifier alarms and water are splashing through the tubing into the patient. The water level is not too high. Given the situation it is a potentially dangerous situation as the patient airway was not secured. Water into the patient from humidifier.